Manufacturer narrative:
Unable to prime during prime/compromised force sensor system alarm test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor tested ok. Insulin pump passed displacement test. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported via phone call that the motor error alarm was found in history during troubleshooting. Customer's blood glucose was 478 mg/dl. Customer reported the device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.